Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side removal is noted as no complaint/no reason. Healthcare professional later reported "r rupture". Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken on patch/shell bond edge side assessed as unidentified (tear) opening. Shell thickness within specification. As per the investigation procedure, particles and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a right side removal is noted as no complaint/no reason. Healthcare professional later reported "r rupture". Device explanted.